Event description:
The plaintiff's attorney alleges that the pt experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional info.